Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
The 90% stenosed target lesion was located in the calcified and moderately tortuous superficial femoral artery. The 4.0-40, 80 wanda balloon ruptured at 8atms upon the 1st inflation. The procedure was completed with a different device. No complications were reported and the patient's status is good. Additional information has been requested and is not available. This product is only ous approved, but it is similar to an approved us device.